Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as final report. Product review of the device by zimmer biomet australia on 21 january 2020 revealed the comb was damaged. Repair of the device was performed by zimmer biomet australia on 4 february 2020 which included replacement of the comb. The device, serial number (B)(6), was then tested and functioned properly. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported the mesher was cutting skin in half. The skin graft board got jammed, plate on the mesher wrecked when trying to remove the board. Event occurred during surgery, a delay of 15 minutes reported. An alternate device available for use. No harm. The graft was able to be used. No adverse events were reported as a result of this malfunction.